Event description:
During surgery, the screw was inserted on the pt, when the screw became locked and could not move the head. The screw was removed and another screw was implanted, adding an additional 16 to 30 minutes of surgery time.

Manufacturer narrative:
Reviewed batch records. Device manufactured to all applicable specifications. Additional info requested. If additional info becomes available, a f/u form report will be submitted.